Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, the physician was unable to advance a pod6 through another manufacturer's microcatheter and was removed. The physician noticed blood at the hub of the microcatheter. The procedure continued using a new pod6. While advancing a pod6, the pusherwire became kinked. The pod6 was removed and the procedure continued successfully using two pod5 coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; and the coil was intact with the pusher assembly. The coil, distal detachment tip (ddt), and pusher assembly outer diameters were measured and found to be within specification. Conclusion: the complaint has been evaluated. The complaint indicated that the pod6 would not advance through a renegade hi-flo microcatheter (a non-penumbra device). Evaluation of the returned device revealed that the pod6 was functional. The pod6 was advanced through a px slim delivery microcatheter (a penumbra device) without an issue. The coil, distal detachment tip (ddt), and pusher assembly outer diameters were measured and found to be within specification. The renegade hi-flo microcatheter that was mentioned in the complaint was not returned with the pod6 for evaluation. The cause of this complaint cannot be determined. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00350.